Event description:
It was reported that the acculink device met resistance during advancement but was delivered to the target lesion in the mildly calcified/tortuous internal carotid artery. There was a failure of the acculink stent to deploy at the target. After multiple attempts, the device was withdrawn. There was no flowering, nor partial stent deployment; no stent exposed. The stent remained completely within the deployment sheath. A new acculink device was used, successfully completing the procedure. No patient consequence was reported. The shaft of the returned device was separated at the distal end of the handle slider. The customer was not aware of this separation. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database identified no other similar incidents for the reported lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or inadvertent mishandling resulted in the noted kinked sheath preventing the shaft lumens from moving freely; thus resulting in the reported difficult to advance, and ultimately resulting in the reported/noted activation failure. Further manipulation of the compromised device in attempts to deploy the stent likely resulted in the noted separated shaft at the distal end of the handle slider. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.